Manufacturer narrative:
(B)(4). Batch # t93d58. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 6 conforming clips were fed and formed. Finally, the device locked out as intended. Possible causes for the condition of the jaw being disengaged from the cam may be inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, multiple clips would fall out of the jaw when the device was fired. Some of them fell into the patient but were removed from the patient by visual inspection. The procedure was completed with an alternate like device. No patient consequences were reported.